Event description:
Disposable tubing change on cardiac assist tandem heart device is done every 4 days at our institution. Disposable tubing set to controller primed, controller screen instructions followed. While attempting to disconnect old tubing set from the pt's side, the tubing would not disconnect just below the bacteriostatic filter. I had my clamp in my hand, in order to clamp the tubing if anything adverse occurred. I twisted the clear, plastic connection to disconnect, and the clear plastic tubing from the pt side broke off just below the clear plastic connector. It did not loosen from the bacteriostatic filter. Result was perfusionist and surgeon being summoned on a sunday evening to change the pt-side of the device at bedside. Pt is fine with no adverse effects. I have spoken with the chief perfusionist regarding this issue, and he states that connection has always been difficult, and that fluid dynamics create a vacuum that makes it difficult to disconnect the tubing set. Diagnosis or reason for use: cardiogenic shock, heart failure.